Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime abdominal aortic aneurysm stent system. Approximately four (4) years post initial procedure, the patient is suspected of having a perforation in the graft material of the right iliac limb (classified as type iiib endoleak). It is unknown if the endoleak was present at the initial procedure or if it has been treated. The patient's current condition is also unknown. Note: as the exact date of event is unknown, the best estimate was used, which is the awareness date to this event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak (of the right iliac limb) and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported in good condition post successful secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae. B5: describe event or problem. H6: evaluation result codes; remove 3233. H6: evaluation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime abdominal aortic aneurysm stent system. Approximately four (4) years post initial procedure, the patient is suspected of having a perforation in the graft material of the right iliac limb (classified as type iiib endoleak). It is unknown if the endoleak was present at the initial procedure or if it has been treated. The patient's current condition is also unknown. Note: as the exact date of event is unknown, the best estimate was used, which is the awareness date to this event. Additional information received indicating the physician elected to treat the patient by implanting an ovation ix iliac limb on (B)(6) 2021. The endoleak was successfully resolved and the patient is reportedly doing well.